Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d9, h2, h3, h6. The device was returned to olympus for inspection and the customer's reported issue was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due to a damaged transducer, which caused a bad connection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device when connected to the transducer hand piece, the error button lights up red. This is an out of the box failure. There was no patient involvement.